Event description:
A report was received from (B)(6) stating that the device has an erratic graphical user interface (gui) display. It was reported that the "lower part screen's resolution deteriorated. The screen was readable but not clear". The device did not stop cycling. The device was being used on a patient when the event occurred. The patient was not harmed or injured as a result of the reported event. Though requested, additional information was not provided.

Manufacturer narrative:
The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. The investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).